Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event involving poor use of ppe and lack of hand hygiene prior to initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications.

Event description:
On 7/jan/2025 during follow-up for file (B)(4), fresenius became aware this 77-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to abdominal pain, abdominal cramping, and peritonitis. Additionally, the patient¿s pd registered nurse (pdrn) reported the patient was discharged home on (B)(6) 2024 and is completing the prescribed antibiotics. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 due to abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected (wbc elevated, results unavailable), and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ceftazidime 1000 mg daily for 21 days. Both the preliminary and final peritoneal effluent fluid culture results were negative for growth, however the patient¿s antibiotics were continued. The patient continued to undergo ccpd therapy on a hospital provided cycler (unknown brand/model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged home on (B)(6) 2024 in stable condition. Causality was attributed to a recent vacation in california where his brothers¿ cat chewed through the liberty cycler set tubing. The patient reportedly resumed ccpd at home following discharge, utilizing the same liberty select cycler without reported issue. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 7/jan/2025 during follow-up for file (B)(4), fresenius became aware this 77-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6)2024 due to abdominal pain, abdominal cramping, and peritonitis. Additionally, the patient¿s pd registered nurse (pdrn) reported the patient was discharged home on (B)(6)2024 and is completing the prescribed antibiotics. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2024 due to abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected (wbc elevated, results unavailable), and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ceftazidime 1000 mg daily for 21 days. Both the preliminary and final peritoneal effluent fluid culture results were negative for growth, however the patient¿s antibiotics were continued. The patient continued to undergo ccpd therapy on a hospital provided cycler (unknown brand/model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged home on (B)(6)2024 in stable condition. Causality was attributed to a recent vacation in california where his brothers¿ cat chewed through the liberty cycler set tubing. The patient reportedly resumed ccpd at home following discharge, utilizing the same liberty select cycler without reported issue. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.